Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio alerts on the mobile app occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No injury or medical intervention was reported.